Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged and ejected a yellow liquid. The customer reported that they did not find any foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had insufficient air/water flow. The issue was found during preparation for use and the device was used to complete the unknown procedure without being properly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a nozzle clogged, and yellow fluid flowing out from the nozzle; however, the material could not be further identified. No information was provided on evident misuse of the device at the user facility. Therefore, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user to clean the nozzle following the process given in the instructions for use to prevent further recurrence of the suggested phenomenon. Olympus will continue to monitor field performance for this device.